Event description:
It was reported that during a percutaneous coronary intervention procedure, stent dislodgement occurred. The 90 % stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). After advancing the 3.50 x 12 mm liberte monorail coronary stent, the physician noticed that the stent was not deployed in the lesion. After removing the stent delivery system (sds) from the pt the physician found that the stent had been dislodged from the sds in the stent protector. The procedure was completed with another unspecified device with no pt complications reported. The pt's current condition is listed as "good".